Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h.10.

Event description:
It was reported that 1 bd ultra-fine¿ nano¿ pen needle cannula broke off. The following information was provided by the initial reporter : the consumer reported patient end pen needle break during injection. Date of event : unknown. Samples : available.

Event description:
It was reported that 1 bd ultra-fine¿ nano¿ pen needle cannula broke off. The following information was provided by the initial reporter : the consumer reported patient end pen needle break during injection. Date of event : unknown. Samples : available.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 12/31/2021. H.6. Investigation: customer returned 2 used 4mm, 32 gauge nano pro pen needles. Both cannulas of these pen needles are undamaged. Neither the patient or non-patient side shows signs of bending or breaking. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, bd was unable to confirm the customer¿s indicated failure of cannulas breaking and needles bending during use. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that 1 bd ultra-fine¿ nano¿ pen needle cannula broke off. The following information was provided by the initial reporter : the consumer reported patient end pen needle break during injection. Date of event : unknown. Samples : available.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.